Event description:
It was reported the patient underwent lysis of adhesions approximately three months post-implantation due to pain and decreased range of motion. The patient initially underwent a right open reduction internal fixation of the tuberosity. Subsequently, lysis of adhesions was performed due to persistent pain and limited range of motion; all components remained implanted. All components remained implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: ann ar nail 7.5x280mm; item: 47-2497-280-07; lot: 1718799. Desc: ann blunt tip screw 4x44mm; item: 47-2486-044-40; lot: unk. Desc: ann blunt tip screw 4x50mm; item: 47-2486-050-40; lot: unk. Desc: ann cort bone screw 4 x 26mm; item: 47-2486-126-40; lot: unk. Desc: ann cort bone screw 4 x 26mm; item: 47-2486-126-40 lot: unk. Desc: ann blunt tip screw 4x44mm; item: 47-2486-044-40; lot: unk. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: e1, e3. The following sections were updated: b4, b5, g3, g6, h2, h10, h11. D10: concomitant medical products: desc: ann ar nail 7.5 x 280 mm; item: 47-2497-280-07; lot: 1718799. Desc: ann blunt tip screw 4 x 44 mm; item: 47-2486-044-40; lot: 3064865. Desc: ann blunt tip screw 4 x 50 mm; item: 47-2486-050-40; lot: 3226074. Desc: ann cort bone screw 4 x 26 mm; item: 47-2486-126-40; lot: 3227128. Desc: ann cort bone screw 4 x 26 mm; item: 47-2486-126-40 lot: 3227128. Desc: ann blunt tip screw 4 x 44 mm; item: 47-2486-044-40; lot: 3064865. Investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report